Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) stopped compressions," was confirmed during the functional run-in testing and the archive data review. The root cause of the reported complaint was due to the drivetrain motor failure, likely attributed to failed component(s). Upon visual inspection, no physical damage was observed. The archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) during the reported event date, which is related to the customer-reported complaint. The motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time, thus, confirming the customer's reported complaint. The autopulse platform passed the preliminary functional testing without error or fault. The load cell characterization test confirmed both cell modules are functioning within the specification. A brake gap inspection was performed and verified within the specification of 0.008." The autopulse platform was further subjected to a run-in test, and the platform failed the testing due to drivetrain motor failure, thus, confirming the reported complaint. The drivetrain motor was replaced to address the reported complaint. Upon replacement, the platform was re-evaluated through the run-in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn 24774. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a cardiac arrest patient. During resuscitation, the autopulse platform stopped after performing compressions for an unknown period, and then the compressions were resumed and again stopped. The paramedics did not notice any error messages displayed by the autopulse platform during the event. It is unknown whether manual CPR was performed for the rest of the call. The patient did not survive, and the customer is unsure whether the device malfunction contributed to the patient's death. No further information was provided.